Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that both the output connector assembly and the hanger assembly were broken. It was noted that the display wires were pinched with the wire insulation exposed. It was noted that the keypad was scratched and the battery wire was pinched with the wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. 2182208-2021-02260 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was received into service for repair subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.